Event description:
It was reported that the patient presented to the emergency room with an escape rhythm of 30 bpm. Ventricular capture was at 4.5 v, 0.4 ms and ventricular impedance ranged be- tween 1700 and 2000 ohms, primarily at 1939 ohms. Fracture of the right ventricular lead was suspected. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.